Event description:
On (B)(6) 2025, while preparing for a percutaneous inferior vena cava filter implantation with the denali filter, it was reported that the filter encountered resistance, resulting in a fracture of its lower section. Additionally, it was noted that the legs of the romio filter came loose. The procedure was successfully concluded with the use of an alternative device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: four electronic photos have been provided and reviewed. First and fourth photos were similar shows the, partially view of the touhy-borst adapter with the half of a pusher catheter, and a filter and a pusher wire. Second photo shows that the, half view of the touhy-borst adapter with the half of a pusher catheter, and a filter and a pusher wire and storage tube. Third photo shows that the storage tube and partially view of the touhy-borst adapter with the half of a pusher catheter, and a filter and a pusher wire. One denali femoral filter kit was received for evaluation. On visual evaluation, the complaint samples appeared to have blood residue throughout. The filter was observed to be partially deployed. The filter was returned. There appeared to be skiving throughout the filter storage tube. The pusher wire was noted to be missing at the distal end of the pusher catheter.no anomalies noted on the distal end of the introducer sheath. No anomalies were noted throughout the touhy-borst adapter. The filter was received within the filter storage tube. The filter appeared to be protruding one end of the filter storage tube. Distal end of the dilator was noted to be deformed; on functional testing, an in-house mandrel was used to deploy the filter from the filter storage tube. Slight resistance was felt during test. The filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. Remaining portion of the pusher wire was not returned. Therefore, the investigation is unconfirmed for the reported filter arm detachment as all the filter limbs were present in the returned sample. However, the investigation is confirmed for the identified pusher detachment as the pusher rod was noted to be detached from the pusher catheter, and the investigation is inconclusive for the reported failure to advance as the conditions of use cannot be recreated. Investigation is identified and confirmed for the deformation due to compressive stress as the distal tip of the dilator was observed to be deformed. A definitive root cause for the reported failure to advance, detachment and identified deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, while performing a percutaneous inferior vena cava filter implantation with the denali filter, it was reported that the filter encountered resistance, resulting in a fracture of its lower section. Additionally, it was noted that the legs of the romio filter became detached. The procedure was successfully concluded with the use of an alternative device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.